Manufacturer narrative:
Successfully downloaded history files and traces using thump. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 81, pump error 19 or pump error 3 alarm noted during testing. Pump error 81 alarm was found in the traces on 29-jul-2024 at 02:13:25 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 81 occurrence. In addition, the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 81 which is expected. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump error 19 (watchdogtimeout) occurred twice on 29-jul-2024 at 02:13:25 and 02:16:04. Pump error 3 occurred on 29-jul-2024 02:17:01. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor assembly. Motor was tested outside of the device on the stb3 station and passed. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case. In conclusion, pump error 81 alarm was confirmed in the pump history due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf 3562136 and esf 4669627. Pump error 19 and pump error 3 were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 19(generated if minute event is not received from motor processor or the sw watchdog task is not running properly), pump error 3(the main arm cannot communicate with the motor arm), pump error 81(the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer cleared the alarms and the customer was able to complete the pump rewind. It was unknown whether the customer performed a self-test and passed. No harm requiring medical intervention was reported. The customer will discontinue using the device mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.